Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9344096. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 10ml saline fill china sp was damaged. The following information was provided by the initial reporter: more than 4 years after cerebellar medulloblastoma postoperative radiotherapy and chemotherapy, recurrence and metastasis were found for 3 days; the catheter was flushed and sealed with a flush, and the connection of the flush was found to be broken during use.